Event description:
The tube protection sleeve of the hollister anchorfast guard endotracheal tube fastener broke and became lodged in the patient's esophagus. Full assessment of patient and bed performed without locating the broken sleeve. X-ray confirmed location. Family informed and chose not to remove device due to patient's deteriorating status prior to event. FDA safety report ID# (B)(4).